Event description:
Dealer reports that the end user went off a curb and fell from the wheelchair, allegedly breaking his right foot. There are limited details on the incident and the reported injury in general. There is no report of malfunction. The dealer did not know if there were any environmental factors that contributed to the incident.

Manufacturer narrative:
Background: quickie q500m/q400m owner's manual, rev. H, page 11 states: "descending the curb- danger! Move the chair slowly and carefully in a forward direction until both front wheels are on the edge of the curb, again in a 90° position to the curb (fig. 5.1). Drive as slowly as possible off the curb with the drive wheels. Don't stop the chair during descent of the curb. You will feel more secure if you can lean backwards, but if you can't, don't worry, the wheelchair is extremely stable. As long as you stay within its limitation, you will be quite safe. The rear of the chair will naturally follow down the curb as you continue to drive slowly forward. All powered seating options need to be in home position. Your powered leg rests may need to be adjusted to give enough clearance to climb or descend the curb. We recommend to use the lap belt to feel more secure during descending the curb. For extra protection we recommend to fi t every chair with leg rests." Ufmea_power product_master, risk 390 states: user error- rule based failure: not following owner's manual instructions. Ascending/descending curbs incorrectly leading to tipover (sideways, forward, or rearward). Discussion: in reviewing the complaint, the dealer reports that the end user went off a curb and fell from the wheelchair. This incident allegedly caused the end user to break their right foot. The dealer reports that the end user had a boot over the right foot but did not have any further details on the reported injury. There has been no report of a malfunction with the wheelchair. The dealer did not know if there were any environmental factors that contributed to the incident. The most probable root cause would be the end user descending the curb incorrectly. The owner's manual provides instructions on the proper steps to take when descending a curb. Failure to follow the instructions provided in the owner's manual can lead to the wheelchair tipping over and the end user sustaining a serious injury. Conclusion: in conclusion, there is no claim of malfunction and multiple attempts to contact the end user for further details on the incident and reported injuries have not yielded any response. While there is limited information on the incident, due to the allegation of a serious injury (broken foot), this MDR is being filed. Upon receiving any additional relevant information from this case, a supplemental report will be filed. Additional note: the original MDR was submitted on 4/11/2023 within the 30-day requirement defined in 21 cfr 803 with a successful acknowledgement 1 and 2, however it was identified that acknowledgement 3 indicated that the submission failed and was not entered in the cdrh database. It was found that the cause of this failure was attributed to an error in the manufacturer number and a lack of clear guidance for verifying successful submission in the organization's procedures. Corrective actions have been implemented correcting the manufacturer number in the organization's procedures and defining the steps required to verify successful entry into the cdrh database. While the original submission was on-time, this filing is being made because the original submission was not successfully entered into the cdrh database within the 30-day submission requirement.

Manufacturer narrative:
Background: quickie q500m/q400m owner's manual, rev. H, page 11 states: "descending the curb- danger! Move the chair slowly and carefully in a forward direction until both front wheels are on the edge of the curb, again in a 90° position to the curb (fig. 5.1). Drive as slowly as possible off the curb with the drive wheels. Don't stop the chair during descent of the curb. You will feel more secure if you can lean backwards, but if you can't, don't worry, the wheelchair is extremely stable. As long as you stay within its limitation, you will be quite safe. The rear of the chair will naturally follow down the curb as you continue to drive slowly forward. All powered seating options need to be in home position. Your powered leg rests may need to be adjusted to give enough clearance to climb or descend the curb. We recommend to use the lap belt to feel more secure during descending the curb. For extra protection we recommend to fi t every chair with leg rests." Ufmea_power product_master, risk 390 states: user error- rule based failure: not following owner's manual instructions. Ascending/descending curbs incorrectly leading to tipover (sideways, forward, or rearward). Discussion: in reviewing the complaint, the dealer reports that the end user went off a curb and fell from the wheelchair. This incident allegedly caused the end user to break their right foot. The dealer reports that the end user had a boot over the right foot but did not have any further details on the reported injury. There has been no report of a malfunction with the wheelchair. The dealer did not know if there were any environmental factors that contributed to the incident. The most probable root cause would be the end user descending the curb incorrectly. The owner's manual provides instructions on the proper steps to take when descending a curb. Failure to follow the instructions provided in the owner's manual can lead to the wheelchair tipping over and the end user sustaining a serious injury. Conclusion: in conclusion, there is no claim of malfunction and multiple attempts to contact the end user for further details on the incident and reported injuries have not yielded any response. While there is limited information on the incident, due to the allegation of a serious injury (broken foot), this MDR is being filed. Upon receiving any additional relevant information from this case, a supplemental report will be filed. Additional note: the original MDR was submitted on 4/11/2023 within the 30-day requirement defined in 21 cfr 803 with a successful acknowledgement 1 and 2, however it was identified that acknowledgement 3 indicated that the submission failed and was not entered in the cdrh database. It was found that the cause of this failure was attributed to an error in the manufacturer number and a lack of clear guidance for verifying successful submission in the organization's procedures. Corrective actions have been implemented correcting the manufacturer number in the organization's procedures and defining the steps required to verify successful entry into the cdrh database. While the original submission was on-time, this filing is being made because the original submission was not successfully entered into the cdrh database within the 30-day submission requirement. This supplemental report is being filed to correct the manufacturer's address in section d from the fresno manufacturing facility (2842 n business park ave, fresno, california 93727) to the nashville manufacturing facility (12002 volunteer blvd, mount juliet, tennessee 37122).

Event description:
Dealer reports that the end user went off a curb and fell from the wheelchair, allegedly breaking his right foot. There are limited details on the incident and the reported injury in general. There is no report of malfunction. The dealer did not know if there were any environmental factors that contributed to the incident.